Event description:
The user facility reported that the tip of the guidewire was sheared during a procedure. Follow-up communications confirmed: pci was performed from a right radial artery approach on a severely calcified lesion; a runthrough ns guidewire was used with another company's coronary micro guide catheter; the tip of the runthrough ns guidewire reportedly became stuck in the calcified target lesion; the doctor attempted to withdraw the runthrough ns guidewire simultaneously with the coronary micro-guide catheter; the tip of the guidewire broke-off and the detached portion remained stuck in the lesion; then, the physician placed a stent to hold the detached material against the vessel wall to prevent it from migrating; and the physician determined that no further intervention was necessary because the stented lesion was unlikely to impact the patient¿s blood flow.

Manufacturer narrative:
Based on the user facility information, non-resorbable material was left un-retrieved in the patient's body. PMA 510(k). - this section is marked n/a because the involved product code is not distributed in the us. Results: is based upon evaluation of user facility information and photographs of the involved sample; 213 is based upon evaluation of retained samples conclusions: are based upon evaluation of user facility information and the returned sample; is based upon evaluation of undamaged portions of the returned sample and retained samples the involved device has been returned and evaluated by the manufacturing facility. Examination of the return sample confirmed that: the device has been fractured resulting in separation of the distal 13mm; the point of detachment has a tapered shape; and the separated portion of the device tip was not returned from the user facility. Inspection of the undamaged sections of the returned sample and an unused retained sample from the reported lot confirmed that there were no anomalies or defects. Testing of the undamaged sections of the returned sample and an unused retained sample from the reported lot confirmed that performance specifications were met. A review of the device history record indicated that there were no production related problems. Although the cause of the reported event cannot be definitively determined based upon the available information, the event description is most consistent with guidewire being damaged due to continued manipulation after the tip of the wire reportedly became caught in the calcified lesion. The device labeling does address the potential for such an event in the warnings / precautions section of the instructions-for-use by statements including: "if any resistance is felt or if the tips behavior and/or location seems improper, stop manipulating the runthrough ns and/or the dilatation catheter and determine the cause by high resolution fluoroscopy. Failure to exercise proper caution may result in bending, kinking, separation of the guide wire's tip, damage to the dilatation catheter, or damage to the vessel"; and "when using a drug or a device concurrently with the runthrough ns, the operator should have a full understanding of the properties/characteristics of the drug or device so as to avoid damage to the runthrough ns." All currently available information has been placed on file by qa at the manufacturing facility for appropriate tracking, trending and follow-up. (B)(4).

Manufacturer narrative:
This follow-up report # 1 is being submitted to correct the lot # and expiration date initially reported. The lot # was initially reported as 130321 and expiration date as 02/01/2016 however, the correct lot # is 130521 and the correct expiration date is 04/30/2016.

Event description:
This report is being submitted as follow-up # 1 for mfg. Report # 9681834-2013-00110 to correct the lot # and expiration date initially reported.